Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
B3: event date is estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Event description:
Related manufacturer report number: 3006705815-2024-01127. It was reported that the patient's lead had migrated, and the patient had discomfort at the ipg site. Surgical intervention was undertaken and the ipg and lead was explanted and replaced.